Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a low blood glucose while using the ilet system during exercise; the user started activity around 87 mg/dl, paused insulin on the pump, and later recorded a lowest cgm value of 48 mg/dl on a dexcom g6, after which the user consumed multiple carbohydrate sources to treat the event. Symptoms included hypoglycemia with sweating and a feeling of being low. Outcomes included an unexpected medication intervention in the form of oral glucose and carbohydrates, and the event was characterized as a serious illness/impairment due to the hypoglycemia severity. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.